Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube of the angio-seal sts plus device was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch, and the bypass tube was left in the pouch. The device was not used and another angio-seal device was used to successfully achieve hemostasis. The puncture site was proximal to the inguinal ligament of the right common femoral artery. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.